Event description:
While removing 6fr cook introducer from right radial artery post coronary angiogram, the coil from the introducer separated from the main body of the introducer. No complication noted. Capillary refill from radial and ulnar arteries present.